Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. It the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/pt contacted life scan alleging that she has punctured one touch ultra test strip vials and that she was getting very "low" meter readings on her one touch ultrasmart. The pt tests 4 times per day (1-1.5 hr after meals, and around 12 am). The pt also takes humulin 70/30 (60 units in the morning and 55 units at night) and regular insulin (sliding scale based on meter readings). The pt also indicated that she suffers from seizures, anorexia, sickle cell disease, and has a history of blood clots. The pt believes that her most recent test strip vials (2 boxes containing 4 vials) were punctured and had been using them for about 2 months. She did not realize that they were damaged until she received the lifescan letter on the same day. While using the test strips, she noticed that her after meal readings were lower than she expected. She was getting meter readings such as "69 or 64 mg/dl" when she was expecting readings of "190-200mg/dl." For example, the pt obtained a "72mg/dl" on her meter one day earlier, around 6:30pm (1-1.5 hour after dinner). She did not take any insulin after testing. Around 9pm, she ate a banana and then took her usual 55 units of humulin 70/30 at 10pm. Around 12:30am, the pt was experiencing symptoms of dry mouth, dizziness, thirst, frequent urination, and a bad headache. She tested on her meter and got a "207 mg/dl." She claimed that she would expect her blood glucose level to be "around 220-235 mg/dl" with the reported symptoms. Based on the result, she took 2 units of regular insulin but also contacted the ambulance for assistance. The pt claimed that the ambulance came right away and took her to the emergency room where her blood glucose was "410 mg/dl" on the hospital's device. The pt was treated with IV insulin and released the next day around 1-1:30pm. This complaint is being reported due to the following conclusion: the pt alleged she obtained low readings after using strips from a damaged vial and later required hospitalization for hyperglycemia. The meter, test strips, and control solution were replaced.